Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-09-22. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-11-19 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: it was reported the needle was sealed up and the customer was not able to either push or draw insulin trough it. To aid in the investigation, one sample with the plastic shield was received for evaluation by our quality team a visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 0072110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use and would not draw up or push insulin through. The following information was provided by the initial reporter: "caller reported [that the needle was sealed up and they were not able to either push or draw insulin trough it, they changed needle and were able to fill syringe and cartridge ]." Via bd investigation: "the sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material."

Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-09-22. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-11-19 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: it was reported the needle was sealed up and the customer was not able to either push or draw insulin trough it. To aid in the investigation, one sample with the plastic shield was received for evaluation by our quality team a visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material. A device history record review was completed for provided material number 305110, lot number 0072110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use and would not draw up or push insulin through. The following information was provided by the initial reporter: "caller reported [that the needle was sealed up and they were not able to either push or draw insulin trough it, they changed needle and were able to fill syringe and cartridge ]." Via bd investigation: "the sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial or cartridge the needle got clogged with the stopper material."